Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, the buccal branch of the maxillary artery was occluded (vascular occlusion), was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the brand name was unknown and the lot number was not reported. Citation: kruize, rianne g. F.; teguh, david n. Md, phd; van hulst, robert a. Md, phd, dermatologic surgery: september 02, 2019 - volume publish ahead of print - issue - p, doi: 10.1097/dss.0000000000002109.

Event description:
This case was linked to MDR 3013840437-2020-00003, referring to the same literature article. This literature report from netherlands concerns a (B)(6)-year-old female patient. She was injected with a total of 1 ml of crosslinked hyaluronic acid (ha) in the dorsum and columella of the nose and in the nasolabial folds. Immediately after the treatment with hyaluronic acid, the patient developed a discoloration of the upper lip. Most likely, the buccal branch of the maxillary artery was occluded. The capillary refill time was prolonged, (reported as 13 seconds). After 30 minutes, the patient was injected with a total of 150 units of hyaluronidase at various depths in the nose, upper lip (affected area), in the base of the columella and next to the aperture pyriformis since filler might ended up intra-arterial in these areas, as a corrective treatment. The patient was also treated with tadalafil, fusidic acid, prednisolone and aspirin. The next day, she received hyaluronidase again and underwent an experimental treatment with platelet-rich plasma to stimulate and accelerate soft-tissue healing but without improvement. After six days, the patient appeared at the cosmetic clinic with three wounds, two on the right vermilion border of the upper lip and one on the right ala. Because of slough on the vermillion of the lip, which indicated an infection of the wound, the patient was started with amoxicillin/clavulanic acid treatment. After two days (also reported as eight days after the initial dermal filler injection), the patient started with the hyperbaric oxygen therapy (hbot) to prevent permanent sequelae. At each session, she was administered 100% oxygen for a total of 80 minutes under increased pressure of 2.4 atmospheres absolute. Using an oronasal mask, 100% oxygen was delivered in four episodes of 20 minutes each, each episode interrupted by five minutes of regular air breathing. This resulted in a hyperbaric session lasting, in total, 110 minutes. During therapy, there was progression in wound healing. Hbot was continued until the wounds recovered completely without any scarring which was realized after 21 sessions. During the first seven days of hbot, the patient received therapy twice a day and, during the subsequent week, once a day, continuing throughout the weekend. Due to provided information, the outcome of the events was considered resolved. In the opinion of the author, an appropriate treatment for this complication was necessary because it can cause facial necrosis. Hyperbaric oxygen therapy should be considered in severe cases of skin necrosis. Clinical efficacy from hbot was mainly derived from modulation of intracellular transduction cascades, leading to synthesis of growth factors and promoting wound healing and ameliorating postischemic and postinflammatory injuries.